Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the ptfe pad of the subject device was worn and partially separated. Both the probe tip and the grasping section had no contact marks. The tissue is stuck to the tip of the probe. Omsc checked the probe, with no irregularities noted. When we closed the grasping section and activated seal mode, seal short circuit error occurred. The manufacturing history was reviewed, with no irregularities noted. These types of the ptfe pad damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and separated when the user continued to activate output without contacting tissue (including after the tissue already cut). In this case, since both the probe tip and the grasping section had no contact marks and the tissue is stuck to the tip of the probe, there is a possibility that seal & cut short circuit error occurred because the user activated the subject device in the body fluid of the body cavity and because the tissue is stuck to the tip of the probe. The instruction manual of the device has already warned as follows; a) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. B) when a body fluid or tissue is present on the grasping section, probe tip, or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues.

Event description:
During a laparoscopic gastrectomy and a laparoscopic hepatectomy, the subject device was used. In the procedure, seal & cut short circuit error occurred. Also, the ptfe pad of the subject device was worn and separated. The procedure was completed with another thunderbeat. No injury to the patient was reported.